Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient's spouse reported that their smartwatch was showing three dashes instead of a glucose value. The patient was not getting readings or alerts on the watch but was getting readings on the follow app and g6 app on the phone. Both the patient and their spouse rely mainly on using their watches. The patient's spouse stated that the patient started vomiting on (B)(6)2021 at around 4:00 am, and due to the lack of alerts on the watch, had to be taken to the emergency room (ER). No fingerstick blood glucose (bg) check was done prior to the event. They saw that the g6 app was reading high. The patient did not treat themselves before going to the ER. At the time of arrival at the ER a fingerstick bg was over 500 mg/dl. The patient was treated with insulin and IV fluids and was discharged the same day in the afternoon. At the time of the report, the patient was in stable condition. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.